Event description:
The manufacturer received information alleging a nurse noticed that the patient using the device in non-invasive positive pressure ventilation (nppv) in the ward for sever motor and intellectual disabilities was unconscious and circuit disconnect alarm was sounding. The patient was removed from the device and provided cardiopulmonary resuscitation, intubated and placed on a ventilator. No patient information was disclosed. The patient uses the device in nppv during nighttime only. Due to the difficulty of tracheostomy, nppv is used, but there is a possibility that the patient might have been using the device in nppv with no or very little spontaneous breathing during night. It is also unclear how the nurse in the ward, who is operating the ventilator, responded to the circuit disconnect alarm and whether the circuit disconnect alarm was generated due to a high leak from the mask or because the circuit actually disconnected. Therefore, due to the convenience of the in-hospital medical device safety committee, the device was not collected but is currently stored in the ce room. The device will be stored in the ce room of the hospital until the medical device safety committee within the hospital reaches a conclusion. After that, it will be retrieved and investigated at philips. The event was assessed by the clinical expert, and it was determined as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a nurse noticed that the patient using the device in non-invasive positive pressure ventilation (nppv) in the ward for sever motor and intellectual disabilities was unconscious and circuit disconnect alarm was sounding. The patient was removed from the device and provided cardiopulmonary resuscitation, intubated and placed on a ventilator. No patient information was disclosed. The patient uses the device in nppv during nighttime only. Due to the difficulty of tracheostomy, nppv is used, but there is a possibility that the patient might have been using the device in nppv with no or very little spontaneous breathing during night. It is also unclear how the nurse in the ward, who is operating the ventilator, responded to the circuit disconnect alarm and whether the circuit disconnect alarm was generated due to a high leak from the mask or because the circuit actually disconnected. Therefore, due to the convenience of the in-hospital medical device safety committee, the device was not collected but is currently stored in the ce room. The device will be stored in the ce room of the hospital until the medical device safety committee within the hospital reaches a conclusion. After that, it will be retrieved and investigated at philips. The event was assessed by the clinical expert, and it was determined as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Afterwards, the manufacturer was notified of new information that unfortunately the patient has passed away. The device was returned to the manufacturer for evaluation. During the evaluation the reported issue was not duplicated. However, an error depicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors occurred during operational checking in the repair center. Additionally, contamination on the mesh part of the flow sensor was found. Therefore, the technician suggested replacing the flow sensor to address the issue. Since the device passed pneumatic test, it is speculated that the correlation between the aforementioned issues (cardiopulmonary resuscitation, intubated, placed on a ventilator and death) and the reported issue is low. Additionally, the blower and oxygen blending module sub-assembly also need to be replaced preventively due to potential dirt. The repair will be performed once the customer approves the quote. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.